Manufacturer narrative:
On 12-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During visual evaluation of the device, it was observed to be ruptured. Additionally, siltex cracking was observed in the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 320cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.